Event description:
It was reported during intra-op that the device had a connection issue between interface and nim console, or like the interface did not recognize electrodes. There was no patient impact.

Manufacturer narrative:
H3: the nim-response 3.0 has been received with software version: v3.1.0.5 v2015.10.9.918 dsp:v2015.8.28.1058. Channel one is out of tolerance. Watchdog error inside the heat cabinet. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d14, img g02030 codes are not applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: serial number: (B)(6), lot number: 213592665. H3: the patient interface has been received in good condition. No deviations have been found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the device had a connection issue between interface and nim console, or like the interface did not recognize electrodes. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: serial number: (B)(6), lot number: 213592665. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.